Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary segmentectomy, the stapler did not fire. The surgeon was unable to press the green button and squeeze the handle. Replaced the load but was still stuck. The defective stapler was replaced to complete the surgery. There was no patient injury.